Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 31-year-old female patient who had essure (batch no. 918038,901329) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not underwent for confirmation test". Concomitant products included microgestin fe for contraception. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("painful menstrual periods/ dysmenorrhea (cramping),") and abdominal pain lower ("cramping"). In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse/ dyspareunia(painful sexual intercourse)"), migraine ("migraine headaches/ migraines"), alopecia ("hair loss"), rash ("skin rashes"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problem"), dysuria ("urinary problem"), headache ("headaches") and vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (plaintiff underwent laparoscopy with removal of bilateral essure devices,hysteroscopy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and rash had resolved and the dysmenorrhoea, dyspareunia, abdominal pain, migraine, alopecia, vaginal haemorrhage, menorrhagia, cystitis, female sexual dysfunction, bladder disorder, dysuria, vaginal discharge and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, dysuria, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, rash, vaginal discharge and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s medical record: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event abdominal pain lower added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 31-year-old female patient who had essure (batch no. 918038-invalid,901329-valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not underwent for confirmation test". Concomitant products included microgestin fe for contraception. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("painful menstrual periods/ dysmenorrhea (cramping),") and abdominal pain lower ("cramping"). In november 2012, the patient experienced dyspareunia ("painful intercourse/ dyspareunia(painful sexual intercourse)"), migraine ("migraine headaches/ migraines"), alopecia ("hair loss"), rash ("skin rashes"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problem"), dysuria ("urinary problem"), headache ("headaches") and vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (plaintiff underwent laparoscopy with removal of bilateral essure devices,hysteroscopy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and rash had resolved and the dysmenorrhoea, dyspareunia, abdominal pain, migraine, alopecia, vaginal haemorrhage, menorrhagia, cystitis, female sexual dysfunction, bladder disorder, dysuria, vaginal discharge and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, dysuria, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, rash, vaginal discharge and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s medical record: pelvic pain. Lot number: 901329 manufacture date: 2011-09 expiration date: 2014-09 . Lot number: 918038 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 31-year-old female patient who had essure (batch no. 918038,901329) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not underwent for confirmation test". Concomitant products included microgestin fe for contraception. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("painful menstrual periods/ dysmenorrhea (cramping),"). In november 2012, the patient experienced dyspareunia ("painful intercourse/ dyspareunia(painful sexual intercourse)"), migraine ("migraine headaches/ migraines"), alopecia ("hair loss"), rash ("skin rashes"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problem"), dysuria ("urinary problem"), headache ("headaches") and vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (plaintiff underwent laparoscopy with removal of bilateral essure devices,hysteroscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and rash had resolved and the dysmenorrhoea, dyspareunia, abdominal pain, migraine, alopecia, vaginal haemorrhage, menorrhagia, cystitis, female sexual dysfunction, bladder disorder, dysuria and vaginal discharge outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, dysuria, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, rash, vaginal discharge and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- new event abnormal bleeding (menorrhagia), bladder infection, paramenia (inability to have sexual intercourse), bladder problem, urinary problem, headache, vaginal discharge, plaintiff does not underwent for confirmation test were added. New reporter, patient information, lot number and concomitant medication were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual periods"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), alopecia ("hair loss"), rash ("skin rashes") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (plaintiff underwent a device removal procedure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, migraine, alopecia, rash and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, migraine, pelvic pain, rash and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.